Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on 16-aug-2024. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 19,). The returned sample was inspected upon receipt and confirmed that the one side of the v-cutter was broken off. The sample was electrically tested, and electrical resistances were found to be stable and within product specifications. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. The cracked/fractured distal end of the v-cutter most likely resulted from excessive force applied to the distal end of the v-cutter during the procedure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, there was a broken v-cutter. As per the subsidiary, the harvester had a smooth entry and encountered first branch. Locked the vein and tried to cauterize the vein but only slow burn. Re-engaged the vein and tried to do grounding at the side and re-cauterized. Then they managed to transect the branch. Back to original position and noticed the v-cutter broken and left at the branch stomp. Minimal bleeding was noted, dis-engaged the harvester out to check and decided to convert to bridging technique and retrieved the v-cutter left inside 20-30 minutes in order to take out the v-cutter (white) part. There was a delay of 20-30 minutes. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.